Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed, displaying a "downstream occlusion" message on the screen. It was connected to a patient when the error occurred. The patient stated that they saw an occlusion warning from the pump and checked for any kinks in the tubing but found none. He received a message from the pump asking to restart the infusion, and he clicked the yes button. The pump contained a partial volume of infusion within the cassette at the time of disconnect. The continuous infusion rate was 2.2 ml/hr, and the total reservoir volume was 101 ml. The air detector and upstream sensor statuses were not specified. The infusion lasted for 46 hours, and the lock level was set to locked. A closed system drug transfer device (cstd) from equashield was used to fill the cassette, but the pump was not used to prime the extension tubing; instead, a syringe was used. The event occurred while in use with a patient at patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction h6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned the manufacturer will re-open the complaint for further device analysis.